Event description:
Additional information was provided which revealed that no implant defibrillation threshold (dft) testing was performed. The physician suspects a connection issue. No further troubleshooting has been performed at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 200 ohms. It was reported that impedance trending indicated that the impedances were out of range since implant. The patient's right ventricular (rv) lead is a competitor's product. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). Additional information is being obtained, this report will be updated upon receipt of additional details.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.